Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that new orders and new patients not crossing over. The technical support specialist (tss) escalated the issue to the interface team, who confirmed that admit discharge transfer (adt) and order messages were correctly flowing to the enterprise server and no issues existed in carefusion coordination engine (cce). The tss reviewed the configuration, found an old notice for a non-existent system (retail rx), the integration engineer (ie) confirmed that it was set up by the previous ie. The tss confirmed that the "retail-rx" does not exist in the enterprise server mbm session, also confirmed no heartbeat for the hospital interface system in the configuration and no messages were received against the external system and the customer approved case closure. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server new patient records and medication orders were not crossing over to pyxis. The user confirmed that both the es server and es devices were unable to receive or display newly admitted patients and new orders. As a workaround, staff were adding patients as temporary patients; however, these temporary patient records disappeared after users logged out of the device, required them to re-add the patients each time they logged in. The issue began approximately two days ago and affected multiple facilities site-wide. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.